Event description:
Cancer, synvisc one administered in shoulder with no reported adverse event [product administered at inappropriate site] case narrative: initial information received on 08-dec-2023 regarding a solicited valid serious case received from a non-healthcare professional, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc one. This case is linked to case (B)(4) (multiple devices suspect for same patient). This case involves a 82 years old male patient who was diagnosed with cancer while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The synvisc one administered in shoulder with no reported adverse event directly linked to this product administered at inappropriate site. The patient's past medical history, medical treatment(s), concomitant medication(s) and family history were not provided. On (B)(6) 2019, the patient started taking hylan g-f 20, sodium hyaluronate injection in right shoulder of strength 48 mg/6 mlat a dose of 6 ml once (lot number: 8rsl062; with unknown route, indication and expiry date) (product administered at inappropriate site; latency: same day). On an unknown date (latency: unknown), the patient was diagnosed with cancer (neoplasm malignant) and passed away on (B)(6) 2023. It is unknown if an autopsy was done. The cause of death was reported as neoplasm malignant. Action taken: not applicable for both the events. It was not reported if the patient received a corrective treatment for both the events. Outcome: fatal for neoplasm malignant and unknown for product administered at inappropriate site. Reporter causality: not reported for both the events. Company causality: not reportable for both the events. Seriousness criteria: death and medically significant for neoplasm malignant the product technical compliant (ptc) was initiated on 08-dec-2023 for synvisc one (batch number: 8rsl062; expiry date: sep-2021). Sample status: not available. Based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. (B)(4) continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The defect class had been updated to ii - (dp 13dec23). The production and quality control documentation for lot number : 8rsl062; expiration date (2021-09) was manufactured on 18oct18 packaged 4000 singles was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot number batch record review & lot number frequency analysis for lot # 8rsl062 no CAPA (corrective and preventive actions) was required. As of 14dec23 there were 10 complaints on file for lot# 8rsl062 and all related sub-lots. There were 8 complaints on file for lot number 8rsl062: (8) adverse event reports. 1 complaint was on file for lot # 8rsl062b: (1) expiry date. 1 complaint was on file for lot number 8rsl062a: (1) missing component. (B)(4) would continue to monitor complaints and trending as stated in sop rid-qu-sop-0000641 "product event handling" to determine if a CAPA was required. Final investigation was completed on 20-dec-2023. This suspected adverse reaction report is submitted and classified as a medication error solely and exclusively to ensure the marketing authorization holder's compliance with the requirements set out in directive 2001/83/ec and module vi of the good pharmacovigilance practices. The classification as a medical error is in no way intended, nor should it be interpreted or construed as an allegation or claim made by the marketing authorization holder that any third party has contributed to or is to be held liable for the occurrence of this medication error. Additional information was received on 08-dec-2023 by quality department from other health care professional: ptc number added. Strength added; text amended. Additional information was received on 20-dec-2023 from the quality department. Global ptc results and ptc number captured. Clinical course updated and text amended accordingly.

Event description:
Cancer [cancer]. Synvisc administered in shoulder with no reported adverse event [product administered at inappropriate site]. Case narrative: initial information received on 08-dec-2023 regarding a solicited valid serious case received from a non-healthcare professional, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc one. This case is linked to case (B)(6) (multiple devices suspect for same patient) this case involves a 82 years old male patient who was diagnosed with cancer while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The synvisc administered in shoulder with no reported adverse event directly linked to this product administered at inappropriate site. The patient's past medical history, medical treatment(s), concomitant medication(s) and family history were not provided. On (B)(6) 2019, the patient started taking hylan g-f 20, sodium hyaluronate injection in right shoulder at a dose of 6 ml once (lot number: 8rsl062; with unknown strength, route, indication and expiry date) (product administered at inappropriate site; latency: same day). On an unknown date (latency: unknown), the patient was diagnosed with cancer (neoplasm malignant) and passed away on (B)(6) 2023. It is unknown if an autopsy was done. The cause of death was reported as neoplasm malignant. Action taken: not applicable for both the events. It was not reported if the patient received a corrective treatment for both the events. Outcome: fatal for neoplasm malignant and unknown for product administered at inappropriate site reporter causality: not reported for both the events. Company causality: not reportable for both the events. Seriousness criteria: death and medically significant for neoplasm malignant.

Event description:
Cancer, synvisc one administered in shoulder with no reported adverse event [product administered at inappropriate site]. Case narrative: initial information received on 08-dec-2023 regarding a solicited valid serious case received from a non-healthcare professional, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc one. This case is linked to case (B)(6) (multiple devices suspect for same patient). This case involves a 82 years old male patient who was diagnosed with cancer while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The synvisc one administered in shoulder with no reported adverse event directly linked to this product administered at inappropriate site. The patient's past medical history, medical treatment(s), concomitant medication(s) and family history were not provided. On (B)(6) 2019, the patient started taking hylan g-f 20, sodium hyaluronate injection in right shoulder of strength 48 mg/6 mlat a dose of 6 ml once (lot number: 8rsl062; with unknown route, indication and expiry date) (product administered at inappropriate site; latency: same day). On an unknown date (latency: unknown), the patient was diagnosed with cancer (neoplasm malignant) and passed away on (B)(6) 2023. It is unknown if an autopsy was done. The cause of death was reported as neoplasm malignant. Action taken: not applicable for both the events. It was not reported if the patient received a corrective treatment for both the events. Outcome: fatal for neoplasm malignant and unknown for product administered at inappropriate site. Reporter causality: not reported for both the events. Company causality: not reportable for both the events. Seriousness criteria: death and medically significant for neoplasm malignant. A product technical complaint (ptc) was initiated on 08-dec-2023 for synvisc-one. Batch number: 8rsl062; global ptc number: (B)(4). The sample status of the ptc was not available, and ptc was set in process additional information was received on 08-dec-2023 by quality department from other health care professional: ptc number added. Strength added; text amended.